Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2016". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to prior deep vein thrombosis (dvt); anticoagulation contraindication/ gastrointestinal bleed. Patient is alleging vena cava and organ (mesenteric) perforation. Patient notes and further alleges experiencing "back pain and stomach discomfort, depression, anxiety, mental anguish and stress about the status of his filter and any related injuries". Additionally, "I cannot recall the exact date I began to worry and have anxiety about he status of my filter and any related injuries; and have not treated with a physician for these conditions". Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2016: "in coaxial fashion, an optional celect ivc filter was then deployed below the level of the lowest renal vein without incident". Per a (B)(6) 2017 CT (computed tomography) abdomen: "inferior vena caval filter identified centrally within the lumen as described above. Struts extending beyond caval wall as described. No evidence of caval stenosis or impingement upon adjacent organs/vasculature identified".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/organ (mesenteric) perforation, back pain, stomach discomfort, depression, anxiety, mental anguish and stress and worry. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported back pain, stomach discomfort, depression, anxiety, mental anguish and stress and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.